Event description:
It was reported that bone cement was found in the lung vessels post a cement extravasation in a pt who underwent a balloon kyphoplasty procedure. The cement appeared inconsistent in viscosity. No additional info was provided.

Manufacturer narrative:
Method - device not returned. Follow up conversation with company representative.